Manufacturer narrative:
Correction to section (product code).

Manufacturer narrative:
The exact implant date is unknown. Complaint conclusion: as reported, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to scan noted six (6) years post implantation that there is an inferior vena caval thrombosis. The filter was evaluated to be irremovable, but there is no documentation of a removal attempt. Further patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering loss of enjoyment of life disability, and other losses not limited to the apprehension and risk associated with retaining a defective device inside patient¿s body. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The presence of a thrombus within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: a scan noted 6 years post implantation that the he has inferior vena caval thrombosis. The filter was evaluated to be irremovable, but there is no documentation of removal attempt. Further, patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. Patient suffered and will continue to suffer significant medical expenses, pain and suffering loss of enjoyment of life disability, and other losses not limited to the apprehension and risk associated with retaining a defective device inside patient¿s body.